Manufacturer narrative:
Date of event is an approximation. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for gastric stimulation. It was reported that the device was replaced in 2017 because their daughter kicked them in the spot where the device was implanted. They noted the device had been flipping and turning, even before their daughter kicked them, so a mesh was put over the new device. No further complications were reported or anticipated.